Manufacturer narrative:
Evaluation summary: no product was returned for eval. X-rays returned for review indicate several issues that could have lead to the femoral component loosening. The sagittal x-ray indicates notching of the femur with a significant gap between the anterior flange and anterior distal femur. Since this is a porous device and the x-ray does not show the presence of bone cement between the anterior flange and the anterior distal femur, there does not appear to be fixation between the two surfaces. The coronal x-ray shows severe lucency in the distal femur indicating osteolysis. From the product experience report, the surgeon stated that the femur was grossly loose. The tibia was well fixed, although it did show some signs of osteolysis beneath the cement mantle after its removal. It is also worthwhile to note the valgus alignment of the tibia, however, while the description of a well-fixed tibia suggests that this malalignment was present immediately after implantation, it cannot be confirmed whether the fall contributed to the malalignment or if the malalignment developed over time. Loosening due to fall, poor femoral component fixation from the operative procedure, malalignment, and osteolysis are all potential contributors to the need for revision. Based on all available info a definitive root cause cannot be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007 and revised in 2009, due to the femoral component being loose. The pt fell in 2009. X-rays showed valgus alignment of the tibial with severe lucency behind the femur and underneath the tibial cement. Osteolysis and pain were also indicated as reasons for revision.